Manufacturer narrative:
The device was returned to the philips authorized repair facility where the technician performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The speaker was replaced, the device was operational after repairs were completed and returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The biomed reported the device has a speaker malfunction, there is no audible sound. The device was not in use on a patient at the time of event, there was no patient involvement.